Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had severe tingling as she moved over onto her back - positionally changing the stimulation. The poor communication screen that the patient was receiving was due to the patient not suing the mystim correctly to read the internal battery. It was reported the rep met with the patient on (B)(6) and conducted an impedance check; only contact 10 showed to be out of range. The rep re-educated the patient on her mystim programmer to correctly read her internal battery, lowered her current programs and reduced her pw. Patient was happy with both programs running when they left the appointment. Issues have been reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a myelogram/CT scan on the day of the report and the patient was told by the CT tech that they did not have to turn the ins off. After the procedure, the patient reported having 'severe tingling' when they got off the table. The patient turned the stimulation off and when the patient got back in the car (was a passenger, not driver) they turned the stimulation on and again the tingling resumed. The rep said they would follow up with the patient and they will consider keeping the ins off for a time, turning the stimulation down and bringing it back up and evaluating further when appropriate. The rep further reported that the patient said their programmer displayed a poor communication screen. The rep said that the patient replaced the batteries but it was unknown what type were used. The patient alleged that this was related to leaving the ins on during the CT scan. The rep was advised to interrogate the ins with the physician programmer and use a recharger to send a reset code to the ins via a physician mode recharge (prm) when they next meet with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.